Event description:
It was reported that the 9900 system would not boot up and had a pre-charge voltage error. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The hospital engineer reset the breaker during the service call. The system was found to be working as intended and put back into service.